Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager hasp was falling off. The field service engineer reattached hasp to fridge door to resolve. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager latch was not latching properly. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.